Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent treatment for venous insufficiency of the great saphenous vein using the closure system vs- 403 venaseal. Prior to the procedure consent was obtained and an ultrasound was performed of the long saphenous vein and mapped out. Prior to the procedure 40 mg of clexane was given subcutaneously. Ultrasound guided puncture of the long saphenous vein was performed. The procedure was completed as per instructions for use, with local anesthesia and compression applied using a transducer and hand. The long saphenous vein was glued 5 cm from the saphenofemoral junction along its length. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The vein was confirmed to be closed. At the completion of the case, there was satisfactory occlusion bilaterally. Post-operative instructions included; compression stockings, post venaseal scan within one week, mobilisation, hydration, and review in 6 weeks for post venaseal injection sclerotherapy. Six days after the procedure, the patient developed a pulmonary embolism and required treatment for this condition. Patient presented with shortness of breath and considered symptoms. Patient was treated for a pulmonary embolism at an external facility.

Manufacturer narrative:
Correction to report number 9612164-2025-03474-001 - aware date for report should be 2025-09-16 and not 2025-06-20 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.